Event description:
It was reported that an alert was triggered due to multiple high rate non-sustained episodes were showing ventricular oversensing and short v-v intervals. Follow up with the health care provider indicated that on the date of the of the alert, the patient was in surgery for a fistula. No programming changes were made and the device remains in use. No patient complications have been reported as a result of this event.